Event description:
After having allergan natrelle inspira trf implants put in, shortly I started having effects of brain fog, memory loss, anxiety, joint pain, muscle weakness. These symptoms led me to numerous dr appt after appt. All of the above symptoms have only increased. FDA safety report ID# (B)(4).